Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the drill shows fully charged but has intermittent drilling was confirmed. The I/o driver displays battery charge status of 3 solid leds and 1 flashing. When the power supply is disconnected, however, the I/o driver displays no battery state of charge. When the trigger is engaged, the I/o driver does not function at all. The root cause was not determined.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported the drill shows fully charged but has intermittent drilling. No further information was provided.